Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope displayed a black image. This event occurred during preparation for use. The procedure was completed with a similar device. There are no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
It was reported that the rigid video scope displayed a black image. This event occurred during preparation for use. The procedure was completed with a similar device. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. Corrected fields: g4 510k# and h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore, the image was not displayed. Olympus will continue to monitor field performance for this device.